Manufacturer narrative:
(B)(4). The device history review showed product released met specifications. Complaint reported "user are reporting urines leaks with several catheters from the same lot#. Whilst the users were changing the catheters, the balloons were deflated. They had been inflated with 10cc as required per ify". The catheter was inserted from few minutes to few hours before the incident (not the same time for each of the 3 incidents) indicated that this catheter is fully functional before use. The location of leak was not described in the complaint description. Plus there is no sample returned or photo to identify the source of leak. There are many possible reasons for leak such as: catheter blockage or bladder spasms, infection, catheter encrustation, urinary tract infection (uti), leg bag too full, loose connection between the catheter and drainage bag, balloon burst, contact with sharp object during use i.e. Contact with clamper, kidney dish/tray etc., contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relatives compounds, balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Other remarks: based on literature, salty like sediment could also possibly lead to balloon tear. (Robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. Also, based on literature by c. Wek, t.p. Fox and g.h. Muir on spiculated bladder calculi: the culprit for repeated catheter failure cited that bladder stones are often more like a hedgehog rather than a smooth pebble in appearance, s it is hard to imagine how they would burst a catheter balloon. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. No deflation issue was observed. Balloons are still inflated to its normal condition and shape. In current standard operating procedure the products are subjected to 100% inspection. In the absence of any actual or representative sample for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure.

Event description:
Reported issue: users are reporting urine leaks with several catheters from the same lot#. Whilst the users were changing the catheters the balloons were deflated. They had been inflated with 10 cc as required per IFU. The catheter was inserted from few minutes to few hours before the incident (not the same time for each of the 3 incidents). There was no medical intervention necessary. The 3 patients involved are fine. The clinical consequence for each patient was to be re-catheterized.